Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the stations went on critical override. A technical support specialist (tss) dialed into the server, confirmed the user was unable to login to health sight viewer (hsv), ran downtime query in structured query language (sql), executed successfully, confirmed that all services were running, messages were processing without delay, verified that all services are up and running and the customer confirmed that the login to hsv was then successful. The tss then performed test report run successfully, checked on patient encounter system, confirmed all stations were on current subscription, rechecked the hsv, informed customer about the electronic privacy information center (epic) delay reflected in hsv, confirmed that all messages were crossing over successfully and no pyxis-related issues were identified. The tss then advised customer to follow up with epic team regarding the epic down. The tss also confirmed in hsv that no devices were currently in critical override for the facility, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station was no critical override. Customer tried to recover storage space, but issue remain the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.